Event description:
It was reported a patient complained of pain where her PICC line had been after it was removed. Patient was referred to her health care provider. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.